Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the device in good condition. During the functional testing, the customer reported issue was confirmed. The cause was found to be the rtc battery. The rtc battery was then charged for 10 days to reset. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the date and time changed to 2005 when report to cts. The device was showing loss of power error log. The user reported the pump entered manual mode and was sent with rechargeable battery. User reported to test rtc battery. There was unknown patient involvement and unknown patient harm/adverse event reported.